Event description:
It was reported that during a lead revision procedure, the pulse generator's atrial setscrew would not accept the hex wrench. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.